Event description:
Reporter indicated that vns pt was experiencing a life-threatening increase in seizures. Treating physicians believe that the pt's device has reached end of service. Further follow-up revealed that the pt was seen at local hosp at which time neurologist adjusted device settings and recommended that pt make an appointment for follow-up to schedule ncp system replacement.